Event description:
Caller alleged discrepant results compared with physician's point-of-care (poc) device (unknown brand). Results as follows: date: (B)(6) 2011, inratio: 3.8, poc: 3.0. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.3, 4.8. Patient's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.